Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hypoglycemia during the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. The hypoglycemic event occurred after a less than usual lunch meal announcement. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. It is likely that the hypoglycemic event was caused by user overestimating the carbohydrate content of their meal and choosing a meal dose size that was too large, resulting in an excess of insulin. Having the device volume set to "off" likely contributed to the severity of the event.

Event description:
On (B)(6) 2024 an ilet user reported experiencing a low blood glucose (bg) event resulting in hospitalization. The event occurred on 10/9/24. On (B)(6) 2024, the user, who was wearing the ilet system, was sent to the ER by their healthcare provider (hcp) due to a hypoglycemic event during a visit for an open foot wound. The user was admitted overnight for monitoring, although no specific symptoms, such as loss of consciousness or dizziness, were reported. The user received IV fluids, antibiotics, and carbohydrate-rich foods. They were discharged on (B)(6) 2024. While initially resuming ilet use, the hcp has since advised the user to discontinue its use temporarily.